Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to infection. It was also reported the patient suffered a unrelated fall during which the device was struck and a hematoma formed. The device was tested at that time and was reported to be functioning normally. The skin over the hematoma broke down and eventually opened. That lead to an infection of the pocket. When patient presented, there was skin breakdown, pocket erosion and puss. No further patient complications have been reported as a result of this event.